Manufacturer narrative:
The customer contacted siemens to report a delay in obtaining a high sensitivity troponin I (tnih) test result from an atellica immunoassay (im) 1600 instrument. The delay was reportedly forty minutes. The instrument was missing the atellica im apw3 (probe wash), an ancillary reagent, which caused the sample to stay in the vessel movement module (vmm), delaying the sample's return to the sample handler (sh). After loading atellica im apw3 (probe wash) and rebooting the vmm the sample finished processing and test results were reported to the physician(s). The cause of the delay in testing was the missing atellica im apw3 (probe wash). The instrument is meeting specifications. No further evaluation of this device is required.

Event description:
There was a delay in obtaining a high sensitivity troponin I (tnih) test result from an atellica immunoassay (im) 1600 instrument for a stat sample. The delay in obtaining the test result was approximately forty minutes. The test result was reported to the physician(s) and not questioned. There are no known reports of patient intervention or adverse health consequences due to the delay in obtaining the tnih test result.